Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, c-section, hot flashes, weight gain, pollakiuria, difficulty sleeping, dysfunctional uterine bleeding and blood pressure high. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included hypertension. Concomitant products included alprazolam (xanax) for anxiety, propranolol for blood pressure high as well as ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / anxiety"). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils/ robotic total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted pfs states that essure confirmation test was not done and also mentioned that hsg was done on ((B)(6) 2011)(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received. Concomitant medication and condition added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping) were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, c-section, hot flashes, weight gain, pollakiuria, difficulty sleeping, dysfunctional uterine bleeding and blood pressure high. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included hypertension. Concomitant products included alprazolam (xanax) for anxiety, propranolol for blood pressure high as well as ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish / anxiety/ psych injury"), abdominal pain ("abdominal pain"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils/ robotic total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, the last episode of dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted pfs states that essure confirmation test was not done and also mentioned that hsg was done on ((B)(6) 2011)(as per mr). She received treatment for events pelvic pain, abdominal pain, dysmenorrhea (cramping), general abdominal bleeding, menorrhagia (heavy menstrual bleeding), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: added events abdominal pain, dysmenorrhea (cramping), general abdominal bleeding. Updated reported event menorrhagia, pelvic pain, anxiety. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.